Manufacturer narrative:
The customer contacted siemens to report discordant enzymatic creatinine (ecre_2) and creatine kinase (ck_l) test results. A siemens customer service engineer (cse) was dispatched to inspect the instrument. The cse inspected the wash up/down (wud) mechanism and the dilution wash up/down (dwud) mechanism and found no performance issues. The cse inspected the vertical and horizontal pumps for leaks or air bubbles and found neither. The cse ran a cuvette blank and obtained a u flag on every cuvette. The cse replaced the lamp and repeated the cuvette blank and no cuvette flags were obtained. The cse ran quality control material with acceptable results. The cause of the discordant enzymatic creatinine (ecre_2) and creatine kinase (ck_l) test results was the lamp malfunction. The instrument is meeting specifications. No further evaluation of this device is required.

Event description:
Discordant patient sample test results were obtained for the enzymatic creatinine (ecre_2) and creatine kinase (ck_l) tests from an advia 2400 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate advia 2400 instrument giving different results. The repeat results from the alternate instrument were reported to the physician(s). The repeat results are considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant enzymatic creatinine (ecre_2) and creatine kinase (ck_l) test results.